Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator fio2 was lower than the setting when they analyzed it with a external o2 sensor. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, service reported it may have occurred due to oxygen sensor or oxygen valve. The device's obm subassembly was replaced to address the issue. The devices oxygen blending module was sent for further evaluation. The lab tested the part on a test station, and it passed all testing. It was concluded that the part operates as designed.

Event description:
The manufacturer received information alleging a ventilator fio2 was lower than the setting when they analyzed it with a external o2 sensor. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, service reported it may have occurred due to oxygen sensor or oxygen valve. The device's obm subassembly was replaced to address the issue.